Manufacturer narrative:
Philips service reloaded the os, recreated the image disk, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(6)).

Event description:
It was reported to philips that the ippc os and image disk issue caused fluoro storage failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.